Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level, cause was unknown. At the time of the report with tandem technical support (cts) the customer had not treated bg level. Cts performed a pump system check and determined the pump functioned as intended. The customer declined further troubleshooting with cts. Recommendation was made to consult with a healthcare provider to discuss diabetes management.